Manufacturer narrative:
The pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test or no delivery test due to motor error alarm. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 200 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are not able to complete the rewind. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.